Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg looked to be very superficial to the skin. The physician replaced the patients ipg and moved the battery site. The patient was doing well postoperatively and the explanted device will not be returned.